Event description:
It was reported that brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2026, the patient experienced a hypoglycemia-related seizure while driving, which resulted in a motor vehicle accident and caused hip fractures and dislocation. Prior to the event, continuous glucose monitor (cgm) readings were reportedly 110 mg/dl. At the time of the event, a brief sensor error occurred, and no cgm readings were available; however, a fingerstick blood glucose (bg) measurement reportedly indicated a value of 54 mg/dl. The patient sustained a fractured hip and underwent surgical repair the following day. She was treated at some point with dextrose and glucose. The patient remained hospitalized for more than 24 hours, although the exact length of stay was not specified. At the time of the report, the patient was undergoing physical therapy and reported feeling significantly improved. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.